Event description:
It is reported that approximately (B)(6) 2012, the patient began experiencing pain and instability in the left knee. After an examination, the orthopedist determined that the left knee is slipping out of place. It is reported that the patient is in a great deal of pain and the instability has led to a high ankle sprain. The patient currently has difficulty walking and uses a walker. The patient complains of a tender knot behind the left knee, swelling around the joint, numbness, tingling and burning. The patient has bilateral knee implants.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.